Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very tortuous ostial circumflex artery. A 3.50 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the stent struts were hung up on the guidezilla guide extension catheter and were lifted off the catheter. The procedure was completed with another 3.50 x 24 synergy ii stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts lifted and bent distally. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very tortuous ostial circumflex artery. A 3.50 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the stent struts were hung up on the guidezilla guide extension catheter and were lifted off the catheter. The procedure was completed with another 3.50 x 24 synergy ii stent. No patient complications were reported.